Event description:
It was reported the patient heard a "pop" at the scs lead site and began receiving abdominal stimulation. An sjm representative was able to resolve the issue with reprogramming; however, the patient began experiencing ineffective left side stimulation. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.